Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device using the pre-close technique prior to an interventional micra implantation procedure. Reportedly, the device was successfully flushed with saline prior to the procedure; however, when the device was inserted into the patient, there was no blood flow exiting the marker lumen. The device was removed from the anatomy and several attempts were made to re-flush the marker lumen; however, this was unsuccessful. The sutures of two additional prostyle devices were successfully pre-placed. The sheath was upsized to 23f and the micra procedure was completed. Both of the pre-placed prostyle knots were successfully advanced and tightened; however, full hemostasis was not achieved. A figure-of-eight stitch was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.